Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was advanced to the target vein and the physician inadvertently left the competitor guidewire in place after slitting the guide catheter and the wire could not be withdrawn. Attempts were made to pull the competitor guidewire from the lv lead to no avail. The lv lead and competitor were removed and replaced. No patient complications have been reported as a result of this event.